Manufacturer narrative:
G4: 16apr2020. B4: 17apr2020. The remote manufacture service technician has been in contact with the customer to help identify the correct replacement part number required. The customer received parts for the unit. The investigation is ongoing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 07may2020. B4: 08may2020. Multiple attempts were made to obtain additional information on the event and for repair/service of the device that have been unsuccessful. A supplemental report will be submitted if new information is received. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 20feb2020.

Event description:
The customer reported nav (navigation) ring, touchscreen issue and crack in top cover enclosure. The customer confirmed the cursor is jumping on scale for the touchscreen and the unit has a nav ring issue, broken casing, front screen edging and also crack in top cover. The device was not in clinical use at the time the issue was discovered, therefore, there was no patient or user harm reported.